Manufacturer narrative:
Follow-up #1: date of submission 05/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the display screen was not illuminated when the pump started up, but the pump did emit audio tones. Upon investigation, the display screen was found to be cracked. The initial complaint of a dim and fading display screen could not be verified due to the damage to the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen had become dim and discolored. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas at the time of this report, but not yet evaluated. When the device evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.